Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information inadvertently missed in the initial. The device was not cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, pre-use checks were carried out, cleaning/disinfection/sterilization with disinfection (oer), unknown when the foreign material adhered to the endoscope, unknown if the endoscope was used for the procedure with the foreign material attached to it, no delay to start of precleaning, unknown if raise and lower the forceps elevator three times by turning the elevator control lever while the immersion and the aspiration, there was abnormalities in the accessories used for reprocessing, and no brushing of the forceps elevator. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] inspect the guidewire locking groove of the forceps elevator for stain. [Inspection of the forceps elevator mechanism] while observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿¿u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿¿u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. [Inspection of the instrument channel and forceps elevator] confirm that the forceps elevator is lowered, then insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Extend the endo-therapy accessory approximately 3 cm from the distal end. Move the elevator control lever in the ¿¿u¿ direction and confirm that the forceps elevator is raised smoothly. Move the elevator control lever in the opposite direction of the ¿¿u¿ direction and confirm that the forceps elevator is lowered. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope wire was cut on forceps. The reported issue occurred during preparation of use for a laparoscope procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a foreign object caught between the forceps base and forceps wire which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that there was no observation of a cut however, it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that that a foreign object was caught between the forceps base and forceps wire due to insufficient cleaning of the scope. It was also observed that the adhesive on the bending section cover had a crack. It was observed that the electrical connector had discoloration due to water leakage caused by invasion. It was also observed that the image did not appear due to damage to the electrical connector. It was observed that the forceps channel port was shaved due to physical stress, caused by handling. It was also observed that the scope connector cover was peeled due to repeated abrasion. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, switch box, scope connector cover, grip, image guide protector, universal cord, protector of universal cord on the scope connector and on the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.